Event description:
Pt has heartmate ii left ventricular assist device. Pt was in a regular scheduled out pt clinic visit on (B)(6) 2017 when he reported having a headache. CT scan of head/brain was obtained to evaluate. Scan was positive for embolic stroke. Pt had no other abnormal symptoms at this time, he was admitted to the hospital for further assessment and monitoring. Pt reported some visual changes during hospitalization, but no other residual symptoms from event. Pt was discharged home from hospital on (B)(6) 2017.